Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fluid contamination in drawer 2.1 followed a medication spill. The field service engineer removed all pockets, inspected cubie trays, and tested the drawer using diagnostic software. Preventive maintenance was also performed on all drawers to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer fluid spill. The customer stated that this malfunction caused a drawer fluid spill and the row board was damaged. There were no adverse events or injuries reported based on this event.